Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(broken).

Manufacturer narrative:
We checked the returned unit and confirmed that the image guide fiber bundle (cfb) was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the image guide fiber bundle (cfb). In addition, we confirmed that the control body fluid damage, the insertion flexible tube (ift) coating damage, the angle wire play, the lg cable connector corroded, the insertion flexible tube (ift) leaky, the objective lens unit scratched, the ocular dirty, the light guide cable dirty, the objective lens unit dirty, and the screen mask dirty; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.